Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/10/2014).

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 235mg/dl. Last 5 blood results in memory: hi, hi, 574mg/dl, hi, 235mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 235mg/dl. Last 5 blood results in memory: hi, hi, 574mg/dl, hi, 235mg/dl. No adverse event reported.